Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012; inratio: 3.3; retest ratio: 3.2; lab: 3.0. Date: (B)(6) 2012; inratio: 4.4; retest inratio: 4.4; lab: 3.2. Time between testing was unk on (B)(6) 2012, and an unk lot was used. The lab draw was performed 30 mins before meter testing on (B)(6) 2012. Pt's target therapeutic range is 2.5-3.5. Pt did not receive results of lab draw until (B)(6). Due to 4.4 results, doctor instructed pt to hold his coumadin dose for 2 days. Pt held coumadin dose on the evening of (B)(6) 2012.

Manufacturer narrative:
Investigation pending.